Event description:
It was reported that the patient's implantable pulse generator (ipg) was replaced due to an unknown reason during a lead revision procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred several months prior to the date the manufacturer became aware of the event.